Event description:
It was reported that leakage occurred during use with syringes 3ml ll 200 s/c. The following information was provided by the initial reporter, "event description per attached email states: "1) caller reported 2 leaking syringes on 4-9-20. 2) number of occurrences - 2 3) did the caller insert the needle into the cartridge and encounter fill resistance? - no 4) product with issue - bd 3ml syringe, pn 309657 5) product lot # - 9015821 6) did issue cause any injury? - no 7) did customer require medical intervention? - no". 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with syringes 3ml ll 200 s/c. 2 occurrences were reported.